Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The manufacturer representative (rep) reported that the cause was not known. Issue not resolved yet.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had issues with recharging and with connection by communicator. The customer informed manufacturer representative (rep) that the patient has the issue to c onnect with communicator and programmer. Rep visited the patient and tried to connect with their programmer which was not possible. Rep tried to connect recharger and start to charge. After the minute the recharger disconnect and started to find the device again. It wasn't possible. Rep had to switch off and switch on recharger again, but after few minutes it was the same procedure. But after this recharging rep could connect with communicator and programmer and switch on therapy. It turned out that the implantable neurostimulator (ins) battery was charged for 100%. The patient still has problem to use recharger, after the minute the recharger lost the device and starts to looking for it again and again. Additionally, patient has not experienced any recent weight gain. Patient is is very thin and the ins can be palpated. This issue was not from the initial setup, only after 2 years. Furthermore, this was not the first ins. Patient had a previous interstim ii with the old 3389 lead but now has the new interstim micro new set also with new lead.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.